Event description:
It was reported during the last two reservoir refills, the physician was only able to fill the 40 ml pump with 20mls. The physician was able to aspirate. The patient's pump also flips in the pump pocket and the pt needed to have a surgical revision. Prior to the last two reservoir refills, the physician stated he was able to completely fill the pump even though at times he had difficulties. There were no volume discrepancies.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated may 21, 2008. Pending. Missing propellant has not been confirmed in this device.